Manufacturer narrative:
With regard to this complaint, one 25 gauge high speed tdc cutter was received for investigation. Visual inspection of the returned instrument revealed no anomalies. After visual inspection, the cutter was connected to a test unit for functional testing. Though there seems to be proper aspiration, quite some air bubbles were observed in the aspiration tubing. Further investigation of the various components after disassembly revealed scratches on the inner knife. The scratches facilitated leakage on the sealing rings. As the leaking seal caused air to be aspirated, it was concluded that the aspiration problems encountered during use were most likely a direct result of the damaged inner knife. Complaint database review revealed that only one similar failure was confirmed in 2016, hence this kind of failure is considered to be rare.

Event description:
We were notified that an aspiration function of a vitrectomy cutter did not work well and it produced many air bubbles. A procedure was completed with the new vitrector. Patient's harm did not occur.